Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The facility reported the 69 year old female patient was on impella cp support. While placing the initial sheath, the artery was dissected. The impella was switched to contralateral groin. While on support, the staff completed a bilateral ultrasound of lower extremities. There were no present pulses in either of the feet. Impella cp was explanted and escalated to 5.5 faint doppler pulses were later present.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.